Event description:
On march 9, 2012 the reporter contacted animas to report the pump would not power on after the battery had been replaced. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/23/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/26/2012 with the following findings: a review of the black box history showed no evidence of power issues. There was no damage found to the battery compartment or battery cap. The black box history revealed several call service alarms on the date of complaint and before (B)(6) 2012. The rewind, load and prime steps were performed with no power issues or alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power or alarms. The pump was paired with the meter and a bolus was successfully performed. The pump case was removed and no issues were found with the power circuits and the current readings were found be within specification.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.